Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device and was unable to verify the reported failure. Physio observed that the device powered on and delivered defibrillation therapy when prompted. The device's readiness display showed ok and the battery returned with the device had three (3) bars on the state of charge (soc) indicator.the cause of the reported failure could not be determined.the customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.